Manufacturer narrative:
B3: event date is asked, unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that after they got their current implant, whenever it got cold, they would start to have problems and started to feel like they were flooding again. The patient stated they went to their managing health care provider (hcp) a couple years ago, and the hcp brought in a manufacturing representative (rep) at the time to help the patient with their issue. The patient said the hcp told the patient to stay away from cigarettes, stay away from coffee and not to drink anything cold. The patient said they decided to just take matters into their own hands and cut out coffee and cigarettes, drank warm water even in the summer and took vitamin b1 to strengthen the pelvic floor but anytime they got cold or it was winter, they were flooding. The patient mentioned that even now they were sitting there, the stimulation was giving them "a little twinge at 1.3" v, as it always did after they made an adjustment. The patient stated it felt like someone had a needle or something bigger than a needle poking them "right there," but then they would get used to it. Patient services reviewed stimulation and programming considerations, device description/function, and ins battery longevity considerations. The agent asked the patient if they'd ever considered trying a different program, and the patient said they thought they'd been told to stay on program 3. The patient was directed to follow their hcp's instructions regarding programming and to follow up with an hcp regarding their concerns. The patient said they felt like their battery was getting old and that it might be time for a new one. Patient services reviewed the role of patient services with the patient and redirected the patient back to their hcp to further address the issue and to check the battery status of the implant. The patient said they were going to locate a new hcp from the physician listings and follow up with them to check the implanted system.